Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported that there was a slow leaking (fluid) from the hemostatic valve after removing the ablation catheter. The carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium was not exchanged and the procedure was continued. Additional information was received. The hemostatic valve was allowing backflow bleeding. The hemostasis valve (gasket) did not dislodge inside the hub or outside of the hub. The brim cap/hub did not become detached from the sheath. The sheath was being used on the patient. Air did not enter the patient¿s body. Backflow of blood was observed. Total lost <5ml. The event was assessed as MDR reportable for a hemostatic valve leak issue.

Manufacturer narrative:
A video was received for evaluation following biosense webster's procedures. The video investigation was completed on (B)(6) 2022. According to the video provided by the customer, blood leakage was observed on the hub section. However, due to the blood on the hub, it is not possible to see the hemostatic valve. The leakage observed on the device could be related to a dislodgment of the hemostatic valve inside the hub; however, this cannot be conclusively determined. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed based on the video received. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. Manufacturer's reference number: (B)(4).